Event description:
It was reported, the patient was intubated and hospitalized in the intensive care unit (ICU), after being found unresponsive by her family. The health care provider (hcp) saw the patient on (B)(6) 2013 and increased the pump medication dose to 1.9mg/day. Later that same day, the patient was found unresponsive. It was said that it was unsure whether the pump caused the issues. The pump was interrogated and reduced to a minimum rate, to ensure the pump was not causing the issue. Upon interrogation, the pump was found at its prescribed dose and appeared to be functioning correctly. Twenty four hours after the pump was turned down to a minimum rate, the patient was noted to ¿not be any different¿. The patient would open her eyes when spoken to, but then would go back to sleep. Toxicology reports showed opiates in her system. It was also noted, when the patient was found, she had multiple bottles of medication in the room with her. The pulmonologist attempted to wean the patient off of the ventilator, but she was ¿very lethargic in her breathing.¿ computerized tomography (CT) scans were ordered to check for a potential stroke. It was later reported, as of (B)(6) 2013, the patient was still in the ICU. The results of the CT scan showed the patient did not have a stroke. The hcps ¿feel it is unrelated to the pump,¿ and that the event was a possible suicide attempt. The pump was used to deliver morphine at 1.9mg/day.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter (B)(4).